Event description:
It was reported that pump displayed a repeated cartridge change error and customer was unable to successfully load cartridge despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Customer inspected and cleaned cartridge and pump areas as instructed, attempted to reload cartridge several times, and then worked with support to try a new cartridge, but loading still failed, so support approved and arranged pump replacement under warranty, advised use of multiple daily injections as backup, provided storage and return instructions for problematic pump, and informed customer to program settings and connect continuous glucose monitor on replacement pump.